Event description:
On (B)(6) 2023, the customer reported obtaining high sodium (na) results for two (2) patients on their dxc 700 au clinical chemistry analyzer. One patient had na result released out of the laboratory, however, was caught and questioned by the doctor. The customer then repeated the patient samples and obtained normal results. On (B)(6) 2023, customer reported a third patient had high results for sodium (na), potassium (k) and chloride (cl). When repeated, results were normal. There was no report of change to treatment, injury, or death associated with both events. The customer provided the data for three (3) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found a hole in the ise tubing which caused bubbles in the ise line. The fse replaced the ise tubing to resolve the issue. The fse performed ise precision, selectivity check, calibration, and quality control, which all passed. The fse verified no further issues and analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).